Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002: device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available additional information provided: the patient that patient had surgery in (B)(6) 2023 and had no problems with the dermabond. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of your wound dehiscence (opening)? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2025 and topical skin adhesive was used. Patient had surgery in (B)(6) 2025 and their skin under the adhesive actually sloughed off and the adhesive came with it causing their wound to open up. Patient was still off work due to the incision still being slightly open. Additional information has been requested.